Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and there were traces of liquid adhering to the terminals of the video connector socket. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, when the user touched the video connector of the endoscope, the screen showed noise and the image of the subject device disappeared. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from olympus service operation repair center (sorc), olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to liquid adhering to the terminals of the video connector socket. The exact cause of liquid adhering to the terminals of the video connector socket could not be conclusively determined.